Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, abdominal pain, cervicitis, ovarian cyst and uterine perforation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menses irregular, stress incontinence, menorrhagia, low back pain, gallbladder removal, libido decreased, c-section, numbness, joint pain, constipation and vomiting. Family history included ovarian cancer. Concomitant products included ibuprofen since 2017 and lisdexamfetamine mesilate (vyvanse) since 2017. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation and total robotic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: * discrepancy noted in insertion date- (B)(6) 2015 , (B)(6) 2012 , (B)(6) 2012, (B)(6)2012 (as written). Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2018: findings: mild to moderate dysplasia procedures biopsy: endometrial finding/results: scant endometrial tissue. Procedure difficult due to prior endometrial ablation.. Hysterosalpingogram - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number was added. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia, abdominal pain, cervicitis, ovarian cyst and uterine perforation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menses irregular, stress incontinence, menorrhagia, low back pain, gallbladder removal, libido decreased, c-section, numbness, joint pain, constipation and vomiting. Family history included ovarian cancer. Concomitant products included ibuprofen since 2017 and lisdexamfetamine mesilate (vyvanse) since 2017. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation and total robotic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: * discrepancy noted in insertion date- feb 2015 , (B)(6) 2012, (B)(6)2012, (B)(6) 2012 (as written). Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2018: findings: mild to moderate dysplasia procedures biopsy: endometrial finding/results: scant endometrial tissue. Procedure difficult due to prior endometrial ablation.. Hysterosalpingogram - in 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menses irregular, stress incontinence, menorrhagia, low back pain, gallbladder removal, libido decreased, c-section, numbness, joint pain, constipation and vomiting. Family history included ovarian cancer. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (ablation,). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: * discrepancy noted in insertion date- (B)(6) 2015 and according to pfs (B)(6) 2012 & in product insertion procedure insertion details - patient had essure on (B)(6) 2012 (as written). Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2018: findings: mild to moderate dysplasia procedures biopsy: endometrial finding/results: scant endometrial tissue. Procedure difficult due to prior endometrial ablation. Hysterosalpingogram - in 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-may-2019: new pfs + mr received- as a ablation surgery were added in genital bleeding event. Concomitant conditions and new reporters were added. Product indication was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report